Manufacturer narrative:
D4: the customer reported lot n20e27024 which is not a valid lot. Suspect lot # is h20e27024. H10: a batch review was conducted for lot h20e27024 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a connection issue was reported between the amia cassette and the supply bag, which is known to cause this alarm. The cause of the connection issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia cycler during use of an automated pd cycler set. The patient was connected at the time of the alarm. This occurred during dwell night cycle one of five of peritoneal dialysis therapy. During troubleshooting, no air was detected in the patient line; however, the patient indicated the second bag on the supply bag with the white line "felt like it cross threaded when being connected" during set up. It was further reported the connection was tight but "felt like it had an issue when first connecting"; no leak was observed. Renal therapy services (rts) reviewed proper procedures with the patient and advised to remove all supplies. The patient would drain manually. There was no patient injury or medical intervention associated with this event. No additional information is available.